Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, brown particles in the inner surface of the device, and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identified one sharp opening and wear abrasion. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening assessed as an unidentified tear opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.